Manufacturer narrative:
Product investigation summary: the returned instrument was evaluated and the complaint condition was able to be confirmed as the inner-shafts were damaged. Lot 8062742 was returned with a damaged proximal bearing. A definitive root cause was unable to be determined; however, the complaint condition is consistent using a drive unit with too high speed (rpm). The shaft for 90 degree screwdriver (part 03.505.003) is a component of the 90 degree screwdriver assembly, which can be utilized for pre-drilling and screw insertion in areas where space is limited: oral and maxillofacial surgery. The returned instruments were evaluated and the complaint condition was able to be confirmed in each instance as both returned inner-shafts were damaged. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material record reports, non-conformance reports, or complaint-related issues were identified. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 11, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Performed surgical procedure: open reduction internal fixation (orif).

Manufacturer narrative:
A lot number of 8062752 was provided; however, it appears to be invalid based on the reported part number for the device. Device is an instrument and is not implanted or explanted. The complainant part has not been received for manufacturer review/investigation. The device is also listed as being ¿exempt.¿ since a 510k number was provided, it has been reported in the associated field. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, the device history record review could not be requested. Device history review: completion of a record review could not be done due to the invalid part/lot number combination. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a backup screwdriver shaft was used during a surgical procedure on (B)(6) 2015. The bracket on this device was broken, but no fragments were left in the patient. The procedure was successfully completed with a one (1) minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.